Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of device") and genital haemorrhage ("abnormal bleeding") in a 35-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test". The patient's past medical history included endometriosis. Concurrent conditions included fibroids. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2014, 1 year 9 months after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and pelvic pain ("pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramps"), abdominal pain ("abdominal pain/pain"), infection ("infection"), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), alopecia ("hair loss"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), back pain ("back pain"), uterine cervical pain ("cervical pain") and complication of device removal ("complications from your essure removal procedure: yes"). The patient was treated with surgery (robotic hysterectomy and lysis of adhesions). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, abdominal pain lower, abdominal pain, infection, headache, vaginal haemorrhage, menorrhagia, alopecia, urinary tract infection, pelvic pain, back pain, uterine cervical pain and complication of device removal outcome was unknown and the genital haemorrhage, dyspareunia and dysmenorrhoea had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, complication of device removal, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, infection, menorrhagia, pelvic pain, urinary tract infection, uterine cervical pain and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 18-jun-2018: pfs received. Reporters added and updated patient demographics. Historical condition, concomitant disease were added. Updated suspect drug inaction. On (B)(6) 2012, she implanted essure (previously reported as dec-2011). Added events pain, abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), hair loss, infection (bladder/ urinary tract/vaginal) type: urinary tract, back pain, cervical pain, complications from your essure removal procedure: yes and did you undergo an essure confirmation test. On (B)(6) 2015, she explanted essure (previously reported as 26-apr-2014). Updated events and onset date. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of device") and genital haemorrhage ("abnormal bleeding") in a 35-year-old female patient who had essure (batch no. 927072) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test". The patient's medical history included endometriosis, hypertension and cholecystectomy. Concurrent conditions included fibroids. On (B)(6) 2012, the patient had essure inserted. In march 2012, the patient experienced dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), alopecia ("hair loss") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"). On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and pelvic pain ("pain"), 1 year 9 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramps"), abdominal pain ("abdominal pain/pain"), infection ("infection"), headache ("headaches"), back pain ("back pain"), uterine cervical pain ("cervical pain") and complication of device removal ("complications from your essure removal procedure: yes"). The patient was treated with antibiotics and surgery (robotic hysterectomy and lysis of adhesions,total hysterectomy,d&c,polypectomy using myosure). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, abdominal pain lower, abdominal pain, infection, headache, vaginal haemorrhage, menorrhagia, alopecia, urinary tract infection, pelvic pain, back pain, uterine cervical pain and complication of device removal outcome was unknown and the genital haemorrhage, dyspareunia and dysmenorrhoea had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, complication of device removal, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, infection, menorrhagia, pelvic pain, urinary tract infection, uterine cervical pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted as per pfs: insertion date of essure: (B)(6) 2014. There were five coils noted to be trailing on the right and six coils noted to be trailing on the left. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-may-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of device") and genital haemorrhage ("abnormal bleeding") in a 35-year-old female patient who had essure (batch no. 927072) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test". The patient's medical history included endometriosis, hypertension and cholecystectomy. Concurrent conditions included fibroids. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), alopecia ("hair loss") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"). On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and pelvic pain ("pain"), 1 year 9 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramps"), abdominal pain ("abdominal pain/pain"), infection ("infection"), headache ("headaches"), back pain ("back pain"), uterine cervical pain ("cervical pain") and complication of device removal ("complications from your essure removal procedure: yes"). The patient was treated with antibiotics and surgery (robotic hysterectomy and lysis of adhesions, total hysterectomy, d&c, polypectomy using myosure). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, abdominal pain lower, abdominal pain, infection, headache, vaginal haemorrhage, menorrhagia, alopecia, urinary tract infection, pelvic pain, back pain, uterine cervical pain and complication of device removal outcome was unknown and the genital haemorrhage, dyspareunia and dysmenorrhoea had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, complication of device removal, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, infection, menorrhagia, pelvic pain, urinary tract infection, uterine cervical pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted as per pfs: insertion date of essure: (B)(6) 2014. There were five coils noted to be trailing on the right and six coils noted to be trailing on the left. Most recent follow-up information incorporated above includes: on 14-may-2019: pfs received. Essure lot number added. Reporter added. Trailing coils information added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of device") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramps"), abdominal pain ("abdominal pain/pain"), infection ("infection"), dyspareunia ("painful intercourse") and headache ("headaches"). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, genital haemorrhage, abdominal pain lower, abdominal pain, infection, dyspareunia and headache outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, device dislocation, dyspareunia, genital haemorrhage, headache and infection to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.